Event description:
On (B)(6) 2010, the patient began peritoneal dialysis (pd) treatment. On (B)(6) 2010, the patient was diagnosed with peritonitis. On this same day, prior to initiating antibiotic therapy, a sample of peritoneal effluent was analyzed and cultured. The culture result was unknown. On (B)(6) 2010, the patient was treated with a loading dose of vancomycin 2gm intraperitoneal (ip). On (B)(6) 2010, the patient required hospitalization for the event of peritonitis. On this same day, the patient received amikacin 250mg ip once daily, reflin 1gm ip once daily and metrogyl 500mg ip twice daily. At the time of reporting, the patient remained hospitalized and continued on amikacin, reflin and metrogyl. The root cause and outcome for the event of peritonitis was unknown. Pd therapy continued. The patient's concomitant medications were not reported. The consumer believed that the event of peritonitis was unrelated to pd therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown.